Manufacturer narrative:
The manufacturer previously reported an allegation regarding the CPAP device's sound abatement foam. The manufacture received additional information alleging congestion; coughing; headache. There was no report of patient harm or injury.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The patient alleged congestion, coughing, headache and black debris in the tubing and around the mask. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was evaluated and there was no mention of visual findings to the external part of the device. The manufacturer visually inspected the device internally and found error log shows 0 errors, 0 blower hours and 0 therapy hours were logged, 7574.0 machine hours were logged, rust-like contaminant at the power jack, beige dust/dirt around the air inlet, dust/dirt around the iso port, grey film contaminant on the top enclosure, front panel, and bottom enclosure, beige film contaminant on the rear panel, water ingress in the blower box, dark grey contaminant found at the blower seal on the blower box that appears consistent with potential keratin. The device risk tags (ER 2219697 v20) associated with this failure mode include: irrit02, infecr01. The results of this investigation do not impact the calculated risks. The manufacturer concludes no evidence of sound abatement foam degradation and breakdown in the base unit and also rust-like, dust/dirt, dark grey contamination were observed.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.